Event description:
The (B)(6) patient with severe aortic stenosis had an epic valve implanted; segmental calcification of the ascending aorta was present and aortic cross clamping was completed with balloon intra-aortic occlusion. Postoperatively, echocardiogram showed normally functioning bioprosthesis. Six months later, echocardiogram showed sclerosis of the bioprosthesis, severe stenosis and grade two regurgitation. Four months later, a valve in valve procedure was performed and another manufacturer's aortic valve was implanted into the 23mm epic valve. The patient was reported to be ok.